Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4).

Event description:
It was reported that a small volume infusor underinfused during patient infusion of an analgesic drug. The reporter stated that the patient experienced uncontrolled pain as a result of this event. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this patient.

Manufacturer narrative:
(B)(4). The device was filled with morphine hydrochloride 910 mg, artrosilene 7g and desametasome 8g. The expected flow rate was 0.5ml/h. The reporter stated that approximately half of the solution remained in the device. The device was manufactured between october 23, 2013 and october 24, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.